Manufacturer narrative:
Section: a4 should be '70 kilograms'.

Manufacturer narrative:
The reported complaint of no high voltage output was not confirmed. The device was received in normal range of operation. Final analysis did not find any anomalies.

Event description:
It was reported that the patient experienced ventricular tachycardia and the implantable cardioverter defibrillator (ICD) failed to deliver shock. The ICD was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient experienced ventricular tachycardia and the implantable cardioverter defibrillator (ICD) failed to convert rhythm. The ICD was explanted and replaced. The patient was in stable condition.